Event description:
Caller states that patient 1 tested >8.0 inr on the device and 5.9 inr on a comparison lab. Patient 2 reportedly tested 6.9 inr on the device and 4.1 inr on a comparison lab. Patient 3 reportedly tested 5.1 inr on the device and 3.72 inr on a comparison lab. Patient 4 reportedly tested 6.7 inr on the device and 4.87 inr on a comparison lab. Patient 5 reportedly tested 5.3 inr on the device and 3.9 inr on a comparison lab. No action was reportedly taken based on device results. No adverse event reported for any patient listed. Requested return of suspect device, however, caller states strips are unavailable for return.

Manufacturer narrative:
No patient information provided.